Manufacturer narrative:
H6: investigation summary: a 20039e7d product was not available for investigation. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text: see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "we have had a number of smartsite extension sets which when connected to a flush, won't flush".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "we have had a number of smartsite extension sets which when connected to a flush, won¿t flush".